Event description:
Event was identified by the clinical events committee and deemed to be consistent with an mi. Two endeavor rapid exchange (rx) drug-eluting stents were implanted one in the distal rca and one in the mid rca (MFR# 2953200-2010-01022). It was reported that an mi occurred one day post stent implant. Mi was categorized as a non q wave mi, in the territory of the implanted stent. No further details are available. At 1 month, 6 month, 1 year, 1.5 year, and 2 year follow up's, pt was asymptomatic / free of symptoms.

Manufacturer narrative:
(B) (4). Evaluation, results: (myocardial infarction).